Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced two inappropriate shocks due to oversensed events. The noise could not be reproduced in any vector. Boston scientific technical services (ts) was consulted and suspected a resolved air entrapment issue. This device remains implanted. No adverse patient effects were reported.